Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hyperthermic intra-peritoneal chemotherapy procedure for appendiceal cancer, when the device was being fired the quarter of the staple line did not fire. The surgeon had to suture the tissue in order to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Since the instrument anvil was not received, a pmv representative anvil was used for functional testing. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.